Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue; the se replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the issue. The hardware on the backlight inverter printed circuit boards (pcbs) was updated. The ventilator passed calibrations, extended self tests (est), short self tests (sst), and performance verification tests (pvt).

Event description:
It was reported that an 840 ventilator's lower display was blank. The ventilator was not on a patient at the time of the event.